Event description:
It was reported that the user¿s libre 3+ ended and no glucose values were entered into the ilet, resulting in dosing stopped until a fingerstick blood glucose (bg) value was entered; the attempt to switch to a dexcom g7 resulted in a ¿sensor failed¿ alert and persistent ¿pairing with sensor,¿ and the user did not have a replacement sensor available. Symptoms included hyperglycemia, with bg reported at 388 mg/dl and no reported physical symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and nurse, and analysis of information provided by the user and third party. Investigation of this case revealed no device problem found, with a usage problem identified related to not starting a new sensor in a timely manner, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.